Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues connecting to their implant and the issue began today. Patient was getting a system error message that they couldn't recall and their stimulation was shocking the hell out of them. Patient was panicking and they were vibrating so high and it was hurting them. During the call patient restarted the handset. Agent walked patient through restarting the communicator multiple times but patient was not correctly restarting the communicator. Patient was able to connect to the therapy app. Patient did not want to take the communicator out of the case. Communicator was at 80%. The troubleshooting steps that were taken on the call resolved the issue. Agent called patient back to clarify what they meant about none of their apple stuff worked and they weren't familiar with their samsung. Patient clarified that they had an apple phone and never used their samsung handset so they didn't know how to reset the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.